Event description:
The home patient (hp) was setting up and was in priming, when the bag fell and disconnected. The technical service representative (tsr) advised the hp to restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the bag was sitting precariously on the table. The bag fell off the table and the spike came out. The hp stated that no defects were seen in the cassette or bag and the setup was discarded. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was for a check lines and bags alarm. Sample was returned for complaint investigation. Set was visually inspected and placed on a machine for a full therapy run with no abnormalities noted. A batch review was performed on the associated lot (h10b05094 ) with no issues noted. Based on the complaint information, the cause was identified as the supply bag fell and disconnected. The patient stated that the supply bag was sitting precariously on the table. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.